Event description:
On (B)(6) 2012, the patient contacted animas stating that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive, sticking, and required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad cover was found to be torn over the ok keypad button, and the keypad flex was pulled out over the base. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. During testing, all keypad buttons were unresponsive. During investigation, evidence of contamination was found under all key contacts.